Event description:
It was reported the procedure was to treat a lesion in the left common femoral artery to the right distal superficial femoral artery. The 5.0x40mm absolute pro self expanding stent system (ses) was advanced to the target lesion however after two turns, the thumbwheel stopped turning and the stent failed to deploy. The ses was removed and the procedure completed using another stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the tent sheath was separated 12 millimeters (mm) distal from the outer member-stent sheath bond.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and activation failure were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy and/or inadvertent mishandling contributed to preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and activation/deployment failure; however this cannot be confirmed. Manipulation of the compromised device in attempts to deploy the stent possibly contributed to a buildup of tension, ultimately resulting in the noted stent sheath separation. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.